Event description:
It was reported that two detached limbs from a vena cava filter were discovered in the patient's heart. Open heart surgery was performed to remove the detached limbs. The patient status is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.